Event description:
Shock wave lithotripsy was attempted. With no change of the stone after the lithotripsy, ureteroscope was performed. Patient had to be dilated with a 24 french with sounds. A wire was passed through the scope to the kidney. A double -lumen catheter was placed in the proximal ureter. We put in a second wire, pulled out the double-lumen catheter. Then we tried to put in the access sheath and for some reason, the access sheath would not go beyond the ureteral orifice. We pulled it out and we noticed the inner portion of the access sheath tip broke getting into the ureter. We took it out and then we retrieved all three pieces that broke off. Sending the ureteral access sheath back to the manufacturer to see why it broke. At this point, after all those pieces were retrieved, we were able to get into the orifice with a second access sheath.